Event description:
It was reported that a flowonix catheter was unintentionally cut with the tuohy needle during the prometra system implantation. A small portion of the torn catheter was left in the patient. A new flowonix catheter was used to complete the procedure without any issues. The catheter will not be returned for evaluation as it was discarded.

Manufacturer narrative:
(B)(4)